Event description:
Patient converted. As per current information, 11/99, patient is recovering and doing well. Description: device inserted to the bifurcation without difficulty. The device was placed suprarenally with a 180 degrees graft rotation. There were no issues during the jacket retraction. The jacket was locked. Upon retraction of the contralateral wire, resistance was met approximately at the level of the crotch marker on the graft. Several attempts to free the wire failed. During this time, the pre-op angiograms were reviewed looking for calcific ledges within the aneurysm as possible hang up places and graft redundancy. Technical support was consulted via phone. Double magnification and multiple c-arms views revealed a slightly radio opaque cylinder at mid graft. It was then decided to convert. Upon explant recovery of the graft, it was noted that the superior capsule that encompasses the superior attachment system has separated from the sleeve during retraction. Device was packed and sent for evaluation.